Event description:
While attempting to open mesh package onto sterile field, the clear portion of the outer wrap tore sideways, preventing staff from removing it in a sterile fashion.what was the original intended procedure?mesh.device #1is this a laboratory device or laboratory test?no.